Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had acute kidney injury (aki) following the implant of their ventricular assist device (vad) which progressed to end-stage renal disease (esrd).  The patient also developed atrial fibrillation (af) with rapid ventricular response (rvr) in the setting of acute on chronic right ventricular systolic heart failure.  The patient was started on amiodarone given paroxysmal af.  The patient to undergo a dialysis session for volume removal tomorrow to account for additional volume received with transfusions.  The vad remains in use.  No further patient complications have been reported as a result of this event.